Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed a sudden increase/rise in rv defibrillation coil impedance and svc (superior vena cava) defibrillation coil impedance and triggered alerts for high/undefined impedance levels. Additionally noted was rising and high/undefined pacing impedance. A high voltage coil fracture is suspected. The alert thresholds were adjusted and the rv lead currently remains in use. No patient complications have been reported as a result of this event.